Event description:
Spoke with patient for monthly IV treprostinil consult. Patient states that she has noticed that her vial is leaking and she is losing 2.ml of medication. Patient says this has been happening a lot lately. Patient says that she notices the medication leaking out of the round circle on the side of the mini spike disp pin. Rph advised patient that the spike might have been defective and I would reach out to our nursing team to see if they have any suggestions. Also advised pt that (B)(6) may reach out to them to discuss and pt was okay with this. Rph emailed (B)(6) team to assist. Rph also cc'ed practice liaison on email. Unknown if patient missed a dose, experienced an adverse event, or if defective device is available for return. No further information. Reported to (B)(6) by: patient/caregiver.